Manufacturer narrative:
The report of a lvp pump rear case issue is confirmed based on the class iii field correction. Customer issue was corrected by replacement of the rear case. No further complaint investigation is necessary as CAPA (B)(4) was opened to address this issue. The device is used for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: CAPA (B)(4). The customer stated that there was no patient involvement.

Event description:
It was reported that the customer is replacing the rear case.